Event description:
It was reported that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 20 mmol/l and has treated with a manual injection. No further info reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.